Event description:
The pt has two extensions (from the same lot). It was reported the pt was experiencing discomfort near the extension site. On (B)(6) 2012, both extensions were relocated. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.